Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices referenced are filed under separate medwatch report numbers. (B)(4).

Event description:
User facility medwatch #(B)(4)received that states: surgeon attempted to use the perclose device to seal an artery. Unable to seal the vessel. Three separate devices were attempted, without achieving hemostasis. Eventually, pressure was held on the vessel to stop the bleeding. Subsequently, additional information was received: it was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using three proglide devices with a 6f sheath after a superficial femoral artery atherectomy procedure. Reportedly, the needles and cuffs did not connect for all three proglide devices. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.